Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the cubie had failed. A field service engineer (fse) contacted the unit remotely through the customer and initiated the "recover storage space" function. The pocket was successfully recovered. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2 cubie drawers were failed and required maintenance. The customer reported there was an issue occurred when user trying to issue medication to patient. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the cubie had failed. A field service engineer (fse) contacted the unit remotely through the customer and initiated the "recover storage space" function. The pocket was successfully recovered. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2 cubie drawers were failed and required maintenance. The customer reported there was an issue occurred when user trying to issue medication to patient. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.